Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Attempted to scan the sensor with evm (evaluation module) however, sensor did not scan. Reset the evm and scanned the sensor again however, sensor did not scan. Sensor was de-cased and battery was replaced. Observed liquid contamination. Attempted to re-scan the sensor with evm (evaluation module) however, senso did not scan. An extended investigation was also performed on the returned sensor and corrosion was observed on the sensor puck pcba (printed circuit board assembly). An attempt to extract the sensor data using approved software was performed however, a security decryption failure error message was observed. Attempts were performed to reprogram the sensor however, the sensor data still could not be extracted with evm (evaluation module). The returned battery was measured and was found to be within the specifications. Sensor was re-flowed to the asic (application specific integrated circuit) chip, and further attempts to scan sensor with evm were performed, no changes were observed and the security decrypt command failure error still persisted. A known good asic was used to perform accuracy testing, however, at this time adc is unable to perform any further testing on the returned sensor patch due to the observed error. Section h6 (investigation findings) code 4247 (appropriate term/code not available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.